Manufacturer narrative:
The suspect strips are no longer available.

Event description:
The laboratory point of care coordinator complained of erroneous results for 1 patient tested on inform ii meter with serial number (B)(4). The initial finger stick result at 8:39 p.m. Was 203 mg/dl. The second result at 8:44 p.m. Was 84 mg/dl. The result of 84 mg/dl was believed to be correct. Quality control testing was performed within 24 hours of the tests and the results were acceptable. The customer performed linearity testing which was also acceptable. No adverse event occurred. The reporter has no further information about the incident and no further information will be provided. The suspect product was requested for return; however, the strips are no longer available. No information was provided to point to a specific root cause for the discrepant results. Additional information for further investigation was requested but was not provided. The suspect product is not available to complete the investigation. The complaint has not been substantiated